Manufacturer narrative:
The samples were collected in lithium heparin tube with gel separator. Qc and system check results were within the specifications. Service was not dispatched for this event as the issue was isolated to one patient's samples. The samples were sent to bci for further testing. Bci customer product line support (cpls) duplicated the customer results on both assays. Upon heterophile interference testing, the presence of a heterophile interference was confirmed for ckmb tests, but not for accutni tests. This reportable event was identified during a retrospective review of complaints within the date range (B)(4) 2010 for additional reportable events/occurrences .

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to elevated troponin (accutni) and ckmb results generated by access 2 immunoassay system on multiple samples from one patient. The results were reported out of the laboratory, and were discordant to another method. The patient was started on heparin treatment and transferred to another facility. There was no report of death or injury attributed or connected to this event.